Event description:
On (B)(4) 2013, a company representative reported that the patient was unhappy with his carrying case for the infusion device. He stated that the device falls out of it 4-5 times per day. On (B)(6) 2013, follow-up with the patient revealed that on (B)(6) 2013, the device fell out of the carrying case and the patient was not sure if it affected his infusion headset. The patient changed the headset to be safe. At this time his blood glucose level was elevated to 340 mg/dl. The patient's target blood glucose range is 90-120 mg/dl. When the patient removed the headset it was wet at the infusion site and the cannula was bent. The patient stated that the falling of the pump and the pulling on the infusion tubing caused the bend in the cannula. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient was sent two new carrying cases and replacement infusion sets. The used infusion sets were discarded and therefore unable to be requested to be returned for product evaluation.